Event description:
Inpatient requiring use of pca pump for pain control. The pca pump did not alarm when the syringe was empty and would read out the pt had received 2-3 ml more than was in the syringe. The pump was checked by bio-med and is being returned to the company for further evaluation.